Event description:
On (B)(6) 2012, pt reported having concerns with the down button on the infusion device not working. Pt stated, she has received the notices regarding the recall in the past and just did not call in. Pt reported, the button was working intermittently when she received the notice but is not working at all now. Pt stated she has experienced some low blood glucose levels because of not being able to adjust her basal rates. Pt reported, she was receiving blood glucose readings in the 40's mg/dl. Pt stated, she is able to self-treat and has not needed any outside assistance. Pt's normal blood glucose range is 90-140 mg/dl. Pt stated she has been using her backup infusion device and only has a week left on it. Pt reported she went back on the primary infusion device and decided to call due to the button issues and low blood glucose levels. Pt stated, she notices the concern when she is trying to adjust her basal rates. Pt reported the down button moves up and down is not flat and pops back up when pressed. Pt stated there is no vibration or beeps when she presses the button. Pt has been using the infusion device since 2008. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
Infusion device was thoroughly checked. The up/down button does not operate. The printed circuit of the up/down flex connection is interrupted.